Manufacturer narrative:
Complaint no: (B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis coincident with automated peritoneal dialysis (apd) therapy. The breach in aseptic technique was not further described. Peritonitis was manifested by abdominal pain. The patient was not hospitalized for the peritonitis event. The patient was treated with vancomycin (intraperitoneal for seven days, dose and frequency not reported), ceftazidime (intraperitoneal for seven days, dose and frequency not reported), and amphotericin b (intravenous, route and frequency not reported, for 13 more days post recovery) for peritonitis. Apd therapy was stopped, and the patient switched to hemodialysis. The patient recovered from the event. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.